Event description:
During a transurethral needle ablation of the prostate procedure, the patient experienced terrible pain similar to shocking. It felt like "a broom stick was stuck in his rear end". The pain was constant through the entire procedure. The patient was given one tablet instead of two and no sedation. Following the procedure, the patient experienced impotence and issues with ejaculation. His penis was "bent sideways" during an erection. The physician is unknown. Further information is being requested at this time.